Event description:
It was reported the patient presented to the clinic after receiving inappropriate atp and hv therapy. Post-sensed t-wave oversensing on the ventricular channel was observed on stored egm. Programming changes were made. Patient will be monitored with scheduled follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.